Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and loss of capture. The lead was no longer used and a new lead was implanted. The patient tolerated the procedure well and would be monitored.

Manufacturer narrative:
(B)(4).